Event description:
Right total hip periprosthetic fracture. Only femur and head were changed.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not returned to manufacturer.